Event description:
Claimant attempted to press the horn button on the control panel and accidentally hit the on/off button which is in close proximity to the horn button. As a result, the chair stopped and ejected him. Consumer suffered a broken neck and leg. Consumer had surgery on his leg and while in the hospital, he contracted pneumonia and passed away.

Manufacturer narrative:
The device is unavailable at this time. A follow-up report will be issued should the device become available for evaluation.